Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use for cardiopulmonary bypass procedure, adjustment of the roller pump occlusion was apparently jammed and the roller occlusion was too tight. There was no adverse consequence to the pt as a result of this event.